Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and was missing the reservoir tube o-ring. No broken battery tube threads noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cosmetic damage from the insulin pump. The customer's blood glucose reading was 8.4 mmol/l. The customer stated that the reservoir compartment's rim is broken. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.